Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate. Additionally, multiple, intermittent cartridge change error messages occurred with multiple cartridges during the loading process. A new cartridge was successfully loaded, and customer resumed insulin therapy. Customer's blood glucose was 257 mg/dl.